Event description:
Event description cpi received information that during follow-up testing, this mini ii implantable cardioverter defibrillator (ICD) could not peform an r-wave amplitude measurement, although lead impedance and thresholds are normal. The patient has very large r waves. Cpi also received information that the patient received a shock while performing the valsalva manuever. The physician elected to reprogram the duration of the ICD. Cpi received some additional information that the ICD and endotak transvenous defibrillation lead system was oversensing resulting in inappropriate shocks. The ICD and lead were removed.